Manufacturer narrative:
Investigations: visual inspection: some significant organic particles in the delivered liquid were visible. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection: after dismantling of the valves, some deposits were found in both valves. Results: we would like to point out in advance that after the revision operation there was already done an adjustment test. Based on our investigation, we are unable to substantiate a functional deviation of the shunt system. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx672t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 70 centimeters (cm). Weight: (B)(6). Gender: male.